Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to a low blood glucose level. The customer woke up with a low blood glucose level and was dizzy. 911 was called on (B)(6) 2016. Customer's blood glucose level was 34 mg/dl. The customer was light headed. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.